Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-01399. It was reported the patient presented in clinic for follow-up with symptoms of palpitations and dizziness. Upon interrogation it was discovered the atrial and ventricular leadless pacemakers were responsible for pacemaker mediated tachycardia (pmt). It was also discovered that irregular ventricular pacing output due to low implant to implant communication was causing the patient's symptoms. Programming changes were implemented to resolve the issue. The patient was in stable condition.